Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during provocative maneuver testing in bipolar mode, there was intermittent oversensing of noise observed on right atrial (ra) and right ventricular (rv) electrograms. In addition, atrial tachycardia/atrial fibrillation events showed far field r-wave (ffrw) oversensing, and a save to disk file confirmed mirror image noise. The leads remain in use. No patient complications have been reported as a result of this event.